Event description:
It was reported that an ilet user experienced cessation of insulin dosing after a dexcom g7 complaint and subsequent operation in bg run mode, during which the user manually entered glucose values but the ilet stopped delivering insulin and bg run expired; the user later recorded ¿hi¿ on a glucometer upon waking and reported a glucose of 298, with backup subcutaneous insulin available and outreach planned to their care team for dosing guidance. Symptoms included hyperglycemia. Outcomes included the need for backup therapy. Investigation included troubleshooting and education regarding bg run expiration. Investigation of this case revealed that insulin delivery stopped due to bg run expiring, which aligns with device behavior when sensor data are unavailable and manual entries no longer sustain dosing logic. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.